Event description:
It was reported that the filter was placed within an obese pt. The filter never fully expanded and immediately migrated to the right pulmonary artery. The doctor successfully snared and removed the filter. A competitor's filter was placed and the pt is fine.